Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc cmos coin battery was evaluated and replaced. The cmos settings were also re-configured as part of the service event. The system was tested and found to working as intended and returned to service.